Event description:
Please note: this report pertains to the third of three devices that were used during the same procedure. Refer to manufacturer reports # 3005099803-2008-04219 and 3005099803-2008-04222 for a description of the first and second device. In 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure (patient weight unknown). According to the complainant, during preparation the anchoring balloon was tested and found to be fine. When trying to deflate the balloon in order to remove the catheter, the balloon was found to have no water in it. The procedure was completed with this device. No patient complications were reported as a result of this event. The patient condition was reported as "fine."

Manufacturer narrative:
The suspect device has been received; however, the device evaluation has not been completed. Therefore, the relationship between the device and the cause for this event is undetermined.